Event description:
The customer reported that he had adverse events in two occasions. The caller stated that in both times the meter was reading higher than the actual blood glucose. The customer mentioned that he needed to eat, which caused in both occasions to experience low blood glucose. The caller stated that the blood glucose was 35mg/dl when she was admitted in the hospital. He experienced hypoglycemia and seizure. The first incident he was going to eat and felt going low. The second instance he was traveling on a plane and felt going low again, but the numbers were very high, so he came to the conclusion that the system was malfunctioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.